Event description:
Physician reported, "couldn¿t remove the implant from the packaging causing a sterility issue." Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: unable to observed since only the device was received. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "couldn¿t remove the implant, from the packaging".

Event description:
Physician reported, "couldn¿t remove the implant from the packaging. Causing a sterility issue". Device not implanted.